Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced a pocket site pain and was prescribed with lidoderm patch. The database analysis revealed no anomalies.